Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, one led segment on the upper right led digits display did not illuminate. The failure was isolated to a failed component (d2) on the unit's system board. A service history record review reveals that this unit was in the field for over three (3) years with no prior events related to this failure mode have been reported against this unit.

Event description:
The customer reported that the rad-5v led on the top right 7-segment display does not illuminate. No consequences or impact to patient was reported.